Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing jolting sensations when he was in certain positions. The patient reported, he would turn the stimulation off due to the inability to tolerate the sensations. The patient reported, the issue had persisted since implant. The sjm representative met with the patient for reprogramming. It was reported, the programs in which the patient felt the sensation were at a higher frequency. The patient was provided with additional programming to utilize. Follow up with the patient found the surges had not resolved. The patient was scheduled for an additional appointment at a future date.